Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; however, the investigation is confirmed for limb detachment and retrieval difficulties due to review of medical records provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf310f filter experienced difficulty to remove and a detachment of device. This event was reported from a single source. This event involved a patient with no reported patient injury. The patient was a male at the age of (B)(6), no weight was provided.